Event description:
Customer reported a past high blood glucose event with an unknown cause, and the level displayed as "high." Customer resolved the issue with a correction injection via multiple daily injections and was advised by customer technical support to consult with a healthcare professional about factors affecting blood glucose levels.